Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Since analysis confirmed there was no generator issue, the high impedance was not due to a generator malfunction. The new lead is implanted and working appropriately with a new generator and the generator was seen to show high impedance with the test resistor during surgery, it can reasonably be assumed that the cause of the high impedance is incomplete pin insertion due to user error. It is very likely that the lead pin was not inserted all the way, and then similarly the resistor pin was not inserted all the way causing high impedance in both cases. This is confirmed by the fact that there is no lead issue (inserted with ok impedance into a new generator) and the fact that there is no generator issue (confirmed through analysis). No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a newly implanted generator displayed high impedance. No impedance issues were seen on lead prior to replacement. Troubleshooting was done including confirming that the lead connection was intact, they removed the lead and reinserted. A test resistor was used and displayed high impedance (>9000 ohms) leading to the suspicion that there was an issue with the generator. It was noted that the surgical technician submerged the generator in saline prior to implant. The lead was checked visually and there was no debris or visual fractures. A new generator was then implanted and tested with normal impedance. The generator has been received into product analysis. No other relevant information has been received to date.